Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a manufacturer representative indicated the patient underwent surgery for pump replacement. Following the procedure, the patient's status returned to pre-event status. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was sent to the manufacturer on 19-apr-2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) identified a high battery resistance. Analysis also found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8840 serial# unknown product type programmer, physician . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving baclofen (meduna) (2 ,000 mcg/ml at 1,200 mcg/day) via an implantable pump for an unknown indication for use. The infused drug was also reported as lioresal. It was reported the patient noted a critical alarm on (B)(6) 2017 at ¿cca 16h.¿ the patient contacted their hcp on the same date at 19:47, and was admitted to the rehabilitation institute/hospital the next day at 09:15 with symptoms of mild to moderate withdrawal syndrome, including clonus and hyperthermia. Pump logs were read at admission at 09:32. It was noted that the elective replacement indicator (eri) at the last examination ((B)(6) 2017) was 15 months. Eri had occurred on (B)(6) 2017 at 08:27; the patient did not report a non-critical alarm. End of service (eos) occurred on (B)(6) 2017 at 00:27. Systemic inflammation/infection was excluded through lab results. The patient received a salvage bolus of 100 mcg baclofen through the side port of the pump. An external pump with continuous baclofen flow was placed on the day of admission by the consulting neurosurgeon. Oral baclofen and diazepam im was initiated, as well as antibiotic prophylaxis. The patient was scheduled for a pump re-implantation on (B)(6) 2017. The patient was currently stable. The pump would be returned. No further complications were reported or anticipated.